Manufacturer narrative:
(B)(4)

Event description:
It was reported that episodes of ams due to far-field r-wave oversensing were noted. No programming changes were recommended. No further information is available.